Event description:
It was reported that during the implant attempt, the setscrew 'fell from setscrew socket' so the lead could not be connected to the pacemaker. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however visual inspection revealed damage to the grommet and setscrewwith foreign material also present in the setscrew.